Event description:
"I've had numerous issues with spray/backflow after slowly disconnecting the vacutainer. Usually, there is at least one drop of blood on the end of the connector, which poses the risk of coming into contact with staff or patients. I had one incident when the drop of blood actually splashed onto my arm after slowly disconnecting the vacutainer. I've also noticed that when disconnecting IV fluids, the same occurs, just with the fluids - I've been sprayed this way, and so have patients. There is sometimes residual blood in the connector as well, even when I flush. On one occasion, the hub disconnected from the tubing itself and the patient ended up covered in ivf and blood. With our old j-loops, we never had issues of needing to remove vacutainers a specific way or screwing the hub more tightly. There were no issues with disconnecting ivf tubing and getting sprayed from the fluids."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.